Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for implant. An echo was performed exhibiting tamponade and right ventricular lead perforation. The lead was successfully repositioned. The parameter was stable.